Manufacturer narrative:
The pump was serviced at customer location. Eval was completed on 10/20/05. The customer reported condition of alarm at start up was determined to be due to depleted battery. Batteries were replaced and the battery harness was upgraded. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
An infusion pump with an alarm at start-up. The event was reported to have occurred during biomed testing. The hosp rep stated they have not record of any pt incident involing the pump since the last baxter service event and no pt injjury had been reported.